Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device showed an external power interruption error as soon as a shock was delivered to the patient. The device did not deliver a shock when needed, another defibrillator was used to treat the patient, and the patient survived. Additional details have been requested. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator.

Manufacturer narrative:
The device was assessed by a philips distributor.

Event description:
The customer reported that the device showed an external power interruption error as soon as a shock was delivered to the patient. The device did not deliver a shock when needed, another defibrillator was used to treat the patient, and the patient survived. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator.